Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. You should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. When you perform a control solution test, if the reading is within the control solution acceptable range, the built-in bg meter is working properly. With the built-in bg meter, checking your blood glucose requires a very small sample size, 0.3 microliters of blood. Checking your blood glucose: chapter 4 / page 43. Warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes: chapter 11 / page 116. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all time. The kit should include: several new, sealed pods. Extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries). A vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system). Syringes or pens for injecting insulin. Blood glucose test strips. Additional blood glucose meter. Ketone test strips. Lancing device and lancets. Glucose tablets or another fast-acting source of carbohydrate. Alcohol prep swabs. Instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. A signed letter from your healthcare provider explaining you need to carry insulin supplies and omnipod® system equipment. Phone numbers for your healthcare provider and/or physician in case of an emergency. Glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 119). Living with diabetes: chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported that the patient had to be hospitalized with diabetic ketoacidosis and her blood glucose reading at 505 mg/dl. At the hospital, she was placed on an intravenous therapy of insulin. The doctor was trying to use the omnipod personal diabetes manager (pdm) to administer a bolus, but it was not calculating correctly. They entered the information for the bolus into the pdm and it did not look right, so the doctor did the calculations by hand. The doctor then re-tried the pdm and it still was not calculating correctly and that it gave the incorrect readings 6 times, and eventually they had to manually enter the amount of units into the pdm for it to administer the correct amount of insulin. The patient's grandfather had changed the batteries that day ((B)(6) 2019) and there were no error messages or alerts on the pdm with the bolus calculator was still available despite it allegedly calculating incorrectly. The pod was worn between 4 and 24 hours on the leg. The pod have been discarded at the hospital.

Manufacturer narrative:
The returned device was evaluated and the suggested bolus is based on the carbohydrate count reported by the user. It could not be determined how many carbohydrate intake the user had consumed prior to bolus. No problems were found with the suggested bolus calculation from the pdm based on the number of carbohydrate intake reported by the user. (Device available for eval: yes, date returned to mfg: 8/26/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.